Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, 80% stenosed proximal left anterior descending (lad) coronary artery. A 2.50 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion, met resistance and would not cross due to the anatomy. The sds was removed from the anatomy and a 2.50 x 15 mm trek balloon was used to pre-dilatate the lesion. While reintroducing the sds into the anatomy, the physician observed that the shaft of the sds had separated proximally into two pieces near the hub. The sds was replaced with a new 2.50 x 38 mm xience xpedition sds to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the mildly tortuous, moderately calcified and 80% stenosed anatomy resulting in the reported failure to advance. As the device was removed then inadvertently reintroduced into the anatomy, manipulation of the device resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.